Manufacturer narrative:
Device evaluation: the complaint device was not returned to the manufacturer for evaluation as it remains implanted; however, a photo of the device was provided. The photo of the lens was reviewed. Based on review, the reported lens scratch could not be verified. Manufacturing record review and related document revealed that the product was manufactured and released according to specification. There is no associated deviation or non-conformity report related to this complaint. During manufacturing process, all lenses are visually inspected at 10x microscope magnification. The units were released according specification in compliance with the product intended use as required. A review related to the production order was performed and the results revealed no other complaints for this order number. A historical complaint data review was performed and results did not identify any product deficiency. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the manufacturing record review, complaint data review, labeling review and a review of the photo, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). If explanted, give date: not applicable as to date the lens remains implanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after implantation of an intraocular lens (iol) a small scratch on the edge of the rear side of the optic was noticed. It was specified that the small scratch was close to the haptic/optic junction where the rod of the injector pushes / touches the iol during implantation. Because the scratch was very small it was decided not to explant the iol. No medical or surgical intervention required and no patient injuries reported.